Event description:
A malfunction was reported with the customer's pump, identified by a displayed malfunction code. The impact on the customer's blood glucose level was reported, with levels not exceeding 500 mg/dl, indicating no adverse impact. The customer reverted to an alternate method of insulin therapy.